Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air the following information was received by the initial reporter with the following verbatim. It was reported by customer that the nurses throughout the facility expressed dissatisfaction with the pumps/disposables inability to back-prime the primary line if the line was full of air. Their previous manufacturer had a port that could be utilized to back flush the primary line with a syringe of saline to eliminate air in the line. Current primary sets include the smart site and back check valve which does not allow fluid to go back into the primary bag. Education provided to nursing staff regarding proper priming of the line to avoid air in line and programming the pump to avoid empty containers with vtbi still remaining on the pump.